Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump would not alarm for downstream occlusion during precedex infusion. This occurred when clamping the IV tubing/line (primary tubing). There was no report of patient injury or medical intervention associated with this event. No additional information is available.